Event description:
Customer reported the unit had no power and the power harness charred.

Manufacturer narrative:
It was reported express 4 centrifuge would not operate. Upon inspection, the power harness was found to be charred on the pc board. There were no reports of burning smell, visible flames, or smoke emission, and fire department was not called. There were no reported exposures, injuries or medical attention required and no affects to sample processing or delays to pt testing.